Event description:
It was reported the patient no longer felt effective stimulation coverage for his elbow pain. Diagnostic testing revealed invalid impedance readings on two lead contacts. No anomalies were noted on an x-ray. It was reported the physician is trying to determine the next course of action and is considering surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.